Manufacturer narrative:
The handpiece has been received at the MFR for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the handpiece began overheating and then stopped working during a wisdom tooth extraction. There was no reported pt or user injury, and the case was completed successfully with another device.